Manufacturer narrative:
The device was not returned for evaluation. Repeated attempts were made for device return and additional information, but without reply. The complaint could not be confirmed, and very little investigation could be performed. Root cause is undetermined. This should be considered the final report. If additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the circumcision was performed on 6/6, infant discharged on 6/7 with normal assessment post circumcision. Infant returned to (B)(6) ed today 6/17, due to bleeding. Upon assessment, there was an adhesion holding the plastibell on, once the nnp was able to remove the adhesion the plastibell fell off, nnp held pressure and bleeding resolved.